Event description:
Unoccupied bed sent to bioengineering for not holding a charge. Manufacturer response (as per reporter) for bed, 2040 bed.the company is actively investigating this and the other 3 complaints we have reported as well as doing an internal investigation related to the specific plug used on their stretchers and beds that has been recalled by at least nine other manufacturers.